Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile, implanting an expired device, not using antibiotics, not prepping the skin, using inappropriate tools, the patient picking at the wound, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the wound not healing is related to the patient having pre-existing conditions. However, the questionnaire shows the implanting clinician might not have irrigated the site before closure which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound not healing is due to the patient being poor candidate due to health, weight, age, or mental capacity (user error-clinician).

Event description:
Patient reported their wound was not healing. The patient was prescribed antibiotics and the implanting clinician has not decided to explant the stimulator.